Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. Clarification to model: serial number: (B)(4), lot number: 62812. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injector was not tracking smoothly against the xen®45 gts. Surgery was completed with another xen®45 gts. There was no patient contact.